Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set leakage event on 22-oct-2024. The leakage was in the tubing connector and the infusion set. The infusion set was in use for one day. No further information available.